Manufacturer narrative:
Two non sterile units of diagnostic cath tempo 5f sim 2 100cm were received for analysis coiled inside a plastic bag. The received units were numbered identified as unit one and unit two in order to perform fal analyses. Per visual analysis, the units exhibited kinks and twisting/ damage conditions. Unit one was received separated in two pieces at 92.5 cm from hub (the distal part of this catheter was also received within a small bag) and kinked at 25.0 cm from hub and unit two was received cut (not completely separated) at 93.0 cm from hub and kinked at 53.0 cm from hub. No other anomalies found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The catheter od and ID were measured near to kinks, separation and twisting/ damage conditions against drawing 01a1680 rev: 18 and results were found within specification. Microscopic x-ray analysis was performed on the braid wire of units at different sections of catheters and no anomalies were found. Scanning electron microscope (sem) analysis was performed on both units in order to identify the cause of the ¿separated¿ condition presented on catheters with the following results: ¿sem results showed that the body external surface of both units presented evidence of elongation and twisting at the surrounding areas of the separations. Elongations are a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. The complaint reported by the customer as ¿diagnostic endovascular catheters-catheter (body/shaft)- tracking difficulty¿ was not confirmed since dimensional and microscopic x-ray analysis revealed no anomalies either on the body or on the braid wire of units. However, the complaint reported by the customer as ¿diagnostic endovascular catheters-catheter (body/shaft)- cracked¿ was indeed confirmed due to the separated and twisting/ damage condition of the catheters as received. Nonetheless, the cause of the separated and twisting/ damage condition could not be conclusively determined during the analysis. The cause of the separation does not appear to be manufacturing related to the product since twisting and elongation conditions were found on both ends of the received separated parts of units. Neither the product analysis nor the sem analysis results suggest that the reported failures are related to the manufacturing process. Procedural factors and manipulation of units during the procedure may contribute to the failure as reported. As additional investigation the diagnostic catheters manufacturing process was reviewed and there were not tools, equipment or product handling that could cause twisting, body separations or other type of damages on the diagnostic catheters. Controls are in place to verify the catheters for twisting/ damage or body separation damages on the diagnostic catheters; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the diagnostic catheters assembly process operations. Therefore, no corrective or preventive actions will be taken at this time. The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the event date on the 3500a initial medwatch was noted as (B)(6) 2014. However, this date was inadvertently provided incorrectly and should have been noted as unknown. Complaint conclusion: two tempo catheters were received for analysis with procedural information related to a precise pro stent. The account stated ¿the hospital wrongly returned the catheters instead of a stent.¿ the account did not open the sealed package to confirm the correct device before returning it for analysis. Per visual preliminary analysis, the catheters were received near separation at 6.5 and 8cm from distal on one and 7cm from distal on the other. During the decontamination process, one of the products became detached at the near separated kink previously noted. There was no information available as to the procedure or what had occurred with the cath tempo products. Multiple attempts to obtain further information on the returned catheters have been unsuccessful. Two non-sterile units of diagnostic cath tempo 5f sim 2 100cm were received for analysis coiled inside a plastic bag. The received units were numbered identified as unit one and unit two in order to perform fal analyses. Per visual analysis, the units exhibited kinks and twisting/ damage conditions. Unit one was received separated in two pieces at 92.5 cm from hub (the distal part of this catheter was also received within a small bag) and kinked at 25.0 cm from hub and unit two was received cut (not completely separated) at 93.0 cm from hub and kinked at 53.0 cm from hub. No other anomalies were found. The catheter od and ID were measured near to kinks, separation and twisting/ damage conditions and results were found within specification. Microscopic x-ray analysis was performed on the braid wire of units at different sections of catheters and no anomalies were found. Scanning electron microscope (sem) analysis was performed on both units in order to identify the cause of the ¿separated¿ condition presented on catheters with the following results: ¿sem results showed that the body external surface of both units presented evidence of elongation and twisting at the surrounding areas of the separations. Elongations are a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. As additional investigation the diagnostic catheters manufacturing process was reviewed and there were not tools, equipment or product handling that could cause twisting, body separations or other type of damages on the diagnostic catheters. The complaint reported by the customer as ¿diagnostic endovascular catheters-catheter (body/shaft)- cracked¿ was confirmed due to the separated and twisting/ damage condition of the catheters as received. Nonetheless, the cause of the separated and twisting/ damage condition could not be conclusively determined during the analysis. The cause of the separation does not appear to be manufacturing related to the product since twisting and elongation conditions were found on both ends of the received separated parts of units. Controls are in place to verify the catheters for twisting/ damage or body separation damages on the diagnostic catheters; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the diagnostic catheters assembly process operations. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Receipt of the two tempo catheters confirmed ¿catheter (body/shaft) - cracked¿ due to the separated and twisting/ damage condition of the catheters as received. Nonetheless, the cause of the separated and twisting/ damage condition could not be conclusively determined during the analysis. Based on sem analysis the catheters demonstrate evidence of elongations on both ends, kinks and twisting which suggests that the catheters were stretched and pulled to the point of near separation. Neither the DHR nor the analysis suggests the reported complaints are related to the manufacturing and design of the device, therefore no corrective action will be taken at this time.

Event description:
During a stenting procedure, a precise pro, failed to cross the internal carotid artery. The attempt of stenting was given up. There was no report of patient injury. Two tempo catheters were received, per the account the hospital wrongly returned the catheters instead of stent. There were no further details on the procedure. Per visual preliminary analysis, the products received were near separation at 6.5 and 8cm from distal on one and 7cm from distal on the other. During the decontamination process, one of the products became detached at the near separated kink previously noted. Per the account, for biohazard concerns, they did not open the sealed package to confirm the correct device before returning it for analysis. As a result, the account cannot confirm if the kinked/crack condition happened before shipping. The complaint description initially submitted is for the precise stent. There is no information available for the returned catheters.